Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported a left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified, sharp opening on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Base on the device analysis, the final assessment is: sharp opening on posterior assessed, as an unidentified (tear) opening.

Event description:
Device explanted and replaced with non-allergan brand.